Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported " when tightening the grey hub on the ez-multiport adaptor, the device slides down and did not lock." It was reported there was no consequence to the patient, and the patient's condition was "fine."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported " when tightening the grey hub on the ez-multiport adaptor, the device slides down and did not lock.". It was reported there was no consequence to the patient and the patient's condition was "fine".